Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: infection in breast, rupture of breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast reconstruction procedure with a mentor memorygel breast implant 645cc gel breast prosthesis developed an infection in one of her breasts. In addition, a CT scan showed possible rupture of one of the patient¿s breast prostheses. As a result, the patient underwent explantation on (B)(6) 2020.

Manufacturer narrative:
On 16-jun-2020, the mentor failure analysis lab received the device for evaluation. On 16-jun-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and an infection in the breast. During the visual evaluation of the device, seven tears were observed on the posterior aspect, measuring less than 0.1 cm each of them. Please note that the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of lot 7569713 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture and wound infection complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).